Event description:
Procedure type: wolff-parkinson-white (wpw) ablation using a tactiflex catheter and an inquiry decapolar catheter, with ensite x employed for electroanatomical mapping. Patient information: 14-year-old male, procedure performed under general anesthesia. Procedure summary: during the ablation, the physician noted a low impact on local electrograms despite adequate catheter-tissue contact. Initial baseline impedance was approximately 130 ohms. To optimize impedance, the rf grounding patch was repositioned closer to the patient¿s heart, resulting in a reduced impedance of around 100 ohms. Despite this adjustment, the ablation effect remained transient. During a waiting period, the physician proceeded to further map the left atrium. During this maneuver, a progressive increase in impedance was observed without a clear cause. Upon inspection of the rf grounding patch, a second-degree skin burn was identified at the application site. The patch used was from biotronik. It was noted to be nearly dry and insufficiently adhered to the patient¿s skin. The procedure was successfully completed using an rf patch from a different manufacturer. The patient was subsequently referred to another hospital for burn treatment. The physician explicitly stated that the issue was related to the rf patch and not to any of the catheters used during the procedure. The catheters were disposed of by nursing staff and are therefore unavailable for return or further inspection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).